Event description:
The customer states that an scd controller was used on the patient and they had a pain on their inferior limb. It was diagnosed as peroneal nerve paralysis on the (B)(6) 2014. The patient went to rehabilitation in (B)(6) 2014 and recovered.

Manufacturer narrative:
An investigation is currently underway. Upon completion, an updated investigation will be provided.

Manufacturer narrative:
An investigation of product scd express compression system for the reported condition was performed on (B)(6) 2015 by (B)(6). A review of the information in the complaint file indicates this investigation was performed by an international service center for the reported condition of; patient experienced pain on their inferior limb during use. To date, the service center has not received a sample for evaluation. Without the sample, a detailed investigation could not be performed for the reported condition. The device history record could not be reviewed due to the fact that the serial number could not be provided by the customer.